Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). Programming changes were suggested. No intervention was reported. The patient condition was unknown.